Event description:
(B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The 70% stenosed and 15mm long de novo target lesion was located in the mid left anterior descending coronary artery (lad). The lesion was predilated with a 2.0x20mm balloon and an 2.5x20mm taxus express2 stent was placed followed by post dilation with a 2.84x15mm balloon resulting in 0% residual stenosis and timi-3 flow. There were no procedure complications. While hospitalized for the index procedure, the patient also had a pacemaker implanted. The patient was discharged 46 days later. Per the physician, the extended hospital stay was due to the pacemaker surgery. At 610 days post index procedure, the patient was hospitalized with congestive heart failure and acute bacterial pneumonia. The patient was treated with oxygen, lasix, predopa, and hanp. However, the patient died 34 days later. Per the physician, the patient had severe chronic obstructive pulmonary disease (copd) before the index procedure, and was undergoing home oxygen therapy and had therefore lost lung function. It is the opinion of the physician that this event is unrelated to the taxus express2 stent.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device wil not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).